Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #6625-lp; brand name: carpentier-edwards® duraflex® low pressure mitral bioprosthesis; PMA p870077. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. However, the root cause for the degeneration, regurgitation, and stenosis is likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "transcatheter atrioventricular valve-in-valve implantation for fontan circulation and dextrocardia" authors bor-chih cheng et al, edwards learned of the following event associated with an edwards device: a (B)(6) woman with univentricular congenital heart disease with a 33mm porcine valve implanted in the anatomical position of the tricuspid valve, underwent a valve in valve procedure after an implant duration of approx 12 years and two months due to valve degeneration with eccentric transvalvular regurgitation and stenosis (mean pressure gradient, 10 mmhg). The ventricular ejection fraction was 70%. A 29 transcatheter valve was implanted using the transapical approach. No significant paravalvular leakage or transvalvular regurgitation was observed. As reported, the outcome after the procedure was great, the patient was very stable and followed up well.